Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete, a supplemental report will be submitted.